Manufacturer narrative:
(B)(4). Additional information: the device functioned as intended. Through analysis of cartridge a, it is apparent that the endocutter was clamped on something rigid that damaged the deck of the cartridge. This object prevented one of the outer row drivers from deploying which resulted in the sled breaking. The outer row of staples did not deploy because of the broken sled. The most likely source of the object is most likely surgical device or a clip made from 300 stainless steel. Cartridge a: ecr60m batch l5482g the cartridge was received with visible damage to the cartridge deck and knife slot (see attached images). Visual inspection showed the sled in the fully fired position. There were staples remaining in the 11 distal most pockets of the outer row on the right side of the cartridge. One partially staple was trapped in the fourth pocket due to damage to the cartridge deck. The pan was fully attached to the cartridge. Cartridge b: ecr60m batch l53f23 the cartridge was received fully fired. There was no visible damage to the cartridge, drivers, sled or pan. The pan was fully attached to the cartridge. Cartridge c: ecr60m batch l5482g the cartridge was received unfired, without the staple retainer. There was no visible damage to the cartridge, drivers, sled or pan. The pan was fully attached to the cartridge. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure on the first firing with a gray cartridge, the surgeon placed the device on the hilum. The device was closed and it was reported that it sounded funny. When the knife blade was retracted and the device was opened the cartridge flung out into the patient. The cartridge was retrieved. The surgeon then realized that the hilum was transected but not stapled; it had incised the vessel. The bleeding could not be controlled; the patient was opened. A vascular surgeon was brought into the case to do the repairs. It was not known how much blood was lost or if the patient has received a transfusion. The surgeon placed a second gray cartridge in this same device and fired it on a vascular tissue, gerota's fascia. The same thing happened, the device cut, but did not staple; it did not deploy any staples. The rep reported that the surgeon said that device sounded funny as if the power was degrading, it was not as powerful.

Manufacturer narrative:
(B)(4)= photograph. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: device was loaded by an experienced scrub tech and was used through a 12mm trocar. During the 1st firing on renal hilum, the device was clamped down and the surgeon hit the power button. The motor sounded different as if it was losing power. When the device was opened the cartridge flung out into the patient. The vessel was transected causing uncontrolled bleeding. A few staples were noticed but unknown if malformed. During the second firing, the same sound was noticed when fired. The staples did deploy but some possibly malformed but difficult to see. No buttressing material was used. Photographic conclusion: based on the photographic evidence, the event description of cut, but not stapling can be confirmed. The evidence of clamping the device on a hard object damaged the cartridge such that the deployment and forming of staples were compromised.

Manufacturer narrative:
(B)(4). Additional information received from surgeon: just to update your records the patient did receive blood transfusions and has done fine. When initially clamping down I suppose it is possible I clamped on something hard although I do not recall deploying any clips or anything else prior to the stapler. I do recall that closing down felt different but it did close and so I didn't give it much thought. I was under the mistaken assumptions that the knife would not deploy without placing staples. Unfortunately that was not the case.